Manufacturer narrative:
Investigation summary: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed a tear on the anterior view, expanding to the posterior view, measuring approximately 4.5 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 225cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation. Ultrasound performed on (B)(6) 2020 indicated the deflation. As a result, the patient underwent removal and replacement with an unspecified gel breast implants on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2007 based on available information. Initially, the right-sided complaint device was reported as a non-mentor texas device. However, additional information received on 17-mar-2021 indicated that the right-sided complaint device was a mentor texas device. This report is for the right-sided prosthesis.